Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headaches, sinus infections and hypersensitivity inflammatory joint disease. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headaches, sinus infections and hypersensitivity inflammatory joint disease. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of minor stains, sticky in some areas, dust contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of heavy water stains on the lid seal. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of contamination from the device and the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. The manufacturer received voluntary medwatch (mw5105807) alleging an issue related to a continuous positive airway pressure (CPAP) device. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. Section b1, b2, d9, d10, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
In the previous report, section h1 was mentioned as blank. After review, it was determined that it should be malfunction. The following correction has been updated in this report. Section b1 has been updated to reflect as product problem. Section h1 has also been updated to reflect the malfunction. Section h6 health impact code has also been updated to reflect the no health consequences or impact.